Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure, with implantation of a 3.0 x 18 mm xience xpedition stent in the left anterior descending (lad) artery. On (B)(6) 2016, the patient was re-hospitalized with chest pain in the (B)(6) hospital. Coronary angiography noted restenosis in the implanted xience xpedition stent. Two additional unspecified stents were implanted and the patient condition resolved. No additional information was provided.